Event description:
Intra-abdominal fluid collection [localised intraabdominal fluid collection]. Case description: literature-spont report received on 16-jan-2009 from a company rep regarding a (B)(6) male pt. This report was received from a literature search and the literature article is entitled "sterile intra-abdominal fluid collection associated with seprafilm use". The pt's relevant medical history included: a total abdominal colectomy with loop ileostomy and ileal j-pouch formation for stage iiic adenocarcinoma of the colon. He developed a small bowel obstruction 3 months after the colectomy and subsequently underwent exploratory laparotomy with lysis of adhesions as well as a simultaneous ostomy takedown. Two sheets of seprafilm were applied intra-abdominally at the conclusion of the procedure before closure. On postoperative day 6, the pt was still without flatus or bowel movement despite having bowel sounds, and underwent abdominal CT (computerized tomogram) to evaluate for an early postoperative obstruction. Imaging was significant for a large intra-abdominal fluid collection in the anterior midline with multiple smaller fluid collections in the right paracolic gutter. This fluid collection was drained percutaneously on the following day (postoperative day 7), and the diagnostic labs revealed an amber, clear fluid with creatinine levels consistent with serum creatinine, as well as normal triglycerides. Total volume of fluid drained was 765 milliliters. No organisms were seen on gram stain and rare colonies of proteus mirabilis grew in culture, which were likely a contaminant. After drainage, the pt's ileus resolved, and he went on to recover fully without signs of intra-abdominal abscess formation. He remained afebrile throughout the rest of his hosp stay and was discharged on postoperative day 12. As of the date of receipt of this report, the pt outcome was recovered.

Manufacturer narrative:
Journal: the american surgeon. Author: tyler, joshua; mcdermott, dustin; levoyer, thomas. Title: sterile intra-abdominal fluid collection associated with seprafilm use. Volume: 74, year: 2008, pages: 1107-1110.